Event description:
Philips received a complaint on the defibrillator indicating that the cable at the base of the plates was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The philips remote service engineer (rse) evaluated the device and determined that the plate cable was broken. To resolve the issue, the rse ordered the replacement part; however, it is not available in the sales department. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective plate cable. The root cause of which could not be determined. The reported problem is confirmed.